Event description:
The customer reports that the PICC line developed at leak at the hub. The PICC line was removed and new PICC line inserted so that patient could complete IV therapy. No patient injury reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned one 1-lumen PICC for evaluation. The catheter contained obvious signs of use in the form of biological material and adhesive residue. Visual examination revealed the distal extension line contained a large hole/separation adjacent to the distal luer hub. The surfaces were slightly rough and jagged. The catheter body was also kinked in multiple locations. The total length of the catheter body measured to be 22.125" which is within specifications of 21.625-22.125" per product drawing. The outer diameter of the distal extension line measured to be 0.0956" which is within specifications of 0.093-0.097" per product drawing. The inner diameter of the distal extension line measured to be 0.056" which is within specifications of 0.055-0.059" per product drawing. This indicates that the wall thickness measured within specifications. The catheter was flushed using a lab inventory syringe to ensure there were no blockages. The distal end of the catheter was then clamped, and a water-filled lab inventory syringe pressurized the distal line. The distal lumen leaked near the luer hub when pressurized. A manual tug test confirmed the distal extension line was fully secured within the luer hub. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter. Failure to do so can result in catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested." The customer report of an extension line leak was confirmed through complaint investigation of the returned sample. The distal extension line contained one hole/separation adjacent to the luer hub. The appearance of the damage was consistent with a manufacturing related root cause. Due to a rising trend of extension line/luer hub leaks, a non-conformance has been initiated to further investigate this molding issue. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the PICC line developed at leak at the hub. The PICC line was removed and new PICC line inserted so that patient could complete IV therapy. No patient injury reported.